Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium smartsite low sorbing extension set was damaged the following information was received by the initial reporter with the verbatim:we have experienced another incident of precipitation in the low sorbing texium tubing(24601-b007t) as well as the 0.2 micron filter with texium(20350et) during a 24 hour paclitaxel infusion. I do not have the lots available to me, but attached are photos of this